Event description:
It was reported that the patient presented for a routine pacemaker change. During implant, the physician was unable to unscrew the connector pin of the ventricular lead from the pacemaker header. Several attempts were made but there was no rotation of the screw on the pacemaker header. There was no complaint on the lead only on the pacemaker. The lead was capped. Both the pacemaker and lead were replaced successfully. The patient was stable.

Manufacturer narrative:
The reported event of the setscrew could not be untightened to remove the lead was confirmed. Analysis revealed that calcified blood was filling the ventricle setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed from the inset a wrench could be fully inserted into the inset and untightened the setscrew. The lead could then be removed. The blood came through a hole punched through the septum by the torque wrench at time of implant.